Event description:
The provider states the cables are worn and broken at the ends, the provider states the end user is over the weight cap.

Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.